Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified reading on her adc freestyle libre sensor which was low when compared to an hcp meter reading. The customer reported she experienced symptoms of ¿vomiting, loss of balance and, dehydration¿ and was incapable of self-treating. A non-hcp treated the customer with insulin (type/dose unknown) and then took the customer to the hospital at 00h00 (12 midnight) on (B)(6) 2019. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and administered fluid as treatment. It was further reported a sensor scan of 77 mg/dl was obtained and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release, therefore, issue is not confirmed.

Event description:
A customer reported receiving unspecified reading on her adc freestyle libre sensor which was low when compared to an hcp meter reading. The customer reported she experienced symptoms of ¿vomiting, loss of balance and, dehydration¿ and was incapable of self-treating. A non-hcp treated the customer with insulin (type/dose unknown) and then took the customer to the hospital at 00h00 (12 midnight) on (B)(6)2019. At the hospital, the customer was diagnosed with diabetic ketoacidosis (dka) and administered fluid as treatment. It was further reported a sensor scan of 77 mg/dl was obtained and no further treatment information was provided. There was no report of death or permanent impairment associated with this event.